Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, sometimes surgeon have a cartridge that splits at the tip during insertion of the lens. At first surgeon thought that this was due to the fairly high diopter (26d for example), but later this also happened a few times with a lower diopter (such as 19d). A lens was also damaged by the crack in the tip of the cartridge. The procedure was completed with the undamaged lens. Additional information has been received and stated that, the cartridge splits happened at the tip during insertion of the lens or before insertion of the lens. There was no patient impact was reported. There are 5 files associated with this report, this file is 5 of 5.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).